Manufacturer narrative:
The referenced previously pump exchange was reported on medwatch MFR report # 2916596-2018-00256. Unique identifier (UDI): (B)(4). Approximate age of device - 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was seen in clinic on (B)(6) 2018 with elevated pump speeds. The patient had recently undergone a pump exchange on (B)(6) 2018; however, the patient¿s lactate dehydrogenase (ldh) was elevated to 460 u/l. The patient's anticoagulation regiment was 325 aspirin and coumadin. The patient¿s recent international normalized ratio for prothrombin time (inr) was at 2.2 and their blood pressure readings were up a little in clinic at 84 doppler at which time lisinopril was increased. The patient's system log files were submitted for review. The manufacturer¿s technical service representative reviewed the log files dated between (B)(6) 2018 and (B)(6) 2018 and observed intermittent power and flow elevations observed on multiple days. The power was ranging between 10 ¿ 11.9 wattage and the estimated flow was reading 7.6 ¿ 10.4 liters per minute (lpm). The last line data captured showed power measuring at 5.4 watts and the estimated flow reading at 5.4 lpm. The power and flow were trending slightly downwards and the pulsatility index (pi) appears to be trending in a stable state.